Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The automix connector extension assembly was separated from the port. The tubing of the extension assembly was measured and the inner diameter was found to be out of specification. The assignable root cause was determined to be due to the material being out of specification. A control plan was generated to perform an in-process inspection every two hours on the automix machine that performs the subassembly and notification was sent to the supplier of the tubing regarding this condition. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
The customer reported one all-in-one empty eva container 3000 ml where the administration tubing was not secured. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.